Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found the ins to be functionally ok with insignificant anomalies and normal impedances. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that there were impedances greater than 4000. Tried increasing pulse width to 300 and amps up to 4.0. Device still would not clear. They had great motor response with j hook and during impedance check. Electrical interference in operating room somewhere was reported. They tried 7 times to clear impedances so a new battery was implanted. Patient was fine and feeling stim appropriately. Interstim device was returned to medtronic.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.